Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and multiple shocks for apparent episodes of supraventricular tachycardia (svt). Therapy was exhausted. Technical services (ts) recommended further review with the clinic, and vt-1 zone was changed along with duration. The ICD remains in service. No additional adverse patient effects were reported.